Event description:
Report received of an overdelivery. The pump was returned to the biomedical engineering department with a note that stated, "delivered over the limit amount, could be dangerous". No tracking info was provided; therefore, specific pt info, pump programming, and event details were not available. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.